Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but part remained in the patient and the other parts were not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause(s) of this type of event include improper bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that a peek corkscrew suture anchor was used for an arthroscopic rotator cuff repair procedure. The punch was inserted and as the anchor was being inserted the tapered edges began to peel off. The anchor then broke in half. The loose pieces were removed from the patient using a grasper but the distal portion of the anchor remained in the patient. No additional steps were taken to secure the broken piece that remained in the bone. Three additional peek corkscrew suture anchors were used to continue and complete the procedure. The additional anchors were placed adjacent to the broken anchor.